Event description:
It was reported during surgery, "failure" of two screws occurred when inserting the screws into the patient. The locking 2.7mm x 10mm hexalobe screw (part number 30-0325) failed in the middle of the screw shank. The locking 3.5 x 16mm screw (part number 30-0236) failed at the screw head when locking the screw into the plate. The fragments of these screws was left in the patient's bone. No other adverse patient consequences were reported.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.